Event description:
I posted earlier but forgot to give a full list of the adverse symptoms that I have experienced since I had the essure done on (B)(6) 2009. I had none of these symptoms until after I had the essure procedure done. The full list includes: weight gain, trouble losing weight, severe hair loss, ringing in ears, depression, suicidal thoughts, vitamin b-12 deficient, vomiting during period, heavy periods, severe pelvic pain/stabbing pain (especially in right side), brain fog (shocks), longer periods, stabbing sensation in vagina, painful intercourse, migraines, discharge, metallic taste in mouth (husband can even taste it when he kisses me), fatigue, loss of energy, acne, vision problems such as floaters, blurred vision, loss of peripheral vision, mood disorders, insomnia, severe bloating, joint pain, dizziness, breast pain, back pain.